Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent thrombosis occurred. After the implantation of a promus premier drug-eluting stent in a diagonal branch of the left anterior descending (lad) artery, everything went fine. However, after an hour or two, the patient came back at the intensive care and started having pain. It was then noted that the newly implanted stent had thrombosed in the diagonal branch. Subsequently, the physician used a non-compliant balloon to treat the thrombosis and had good results. No further patient complications were reported and the patient's status was fine.